Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care provider (hcp) regarding a trial patient. The patient had chronic midline low back pain, bulging discs, disc space infection, caudal equina syndrome, and central disc protrusion. It was reported that the patient had recently had a scs trial. The trial helped the patient's pain until the leads moved one vertebra. After removal of the trial system, the patient presented to the emergency department on (B)(6) 2019 with back pain that radiated into legs intermittently. The pain intensity was reported to led them to be delirious. Pain medication reduced the pain in the ed. It was not known if sciatica was present. There were no traumas or fevers however it was reported that the patient had been on antibiotics since the start of the stimulator. No further complications were reported.